Event description:
Plaintiff reports bilateral implantation 5/4/81 with replacement 3/3/82. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.